Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: according to the surgeon, the patient was found to have sustained a small bowel injury after undergoing a da vinci myomectomy procedure and a bowel resection was performed. However, at this time, the cause of the small bowel injury is unknown.

Event description:
It was reported that after completion of a da vinci myomectomy procedure, the patient was found to have a small bowel injury. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), a surgeon found the small bowel injury during a subsequent open procedure to perform a resection of the bowel. The surgeon indicated that it was his belief that the small bowel injury was clearly a thermal injury. The csr also indicated that the patient experienced further unspecified post-operative complications after undergoing the open bowel resection procedure. On (B)(4) 2013, isi contacted the csr. The csr was not present during the surgical procedure. However, the csr indicated that the da vinci myomectomy procedure went smoothly and there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The csr stated that the patient has since been discharged from the hospital and is doing fine. The csr also stated that after the event occurred, an isi field service engineer (fse) performed a field evaluation at the site on an unspecified date. According to the csr, the fse and the site's biomed department evaluated the da vinci system involved with this complaint and no issues were found. As of the date of this report, there have been no reported recurrences of a thermal related injury from the site involving the da vinci surgical system.